Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right middle superficial femoral artery. A 5.0x220x150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 13 atmospheres. The device was removed, and the procedure was completed with a different device. No patient complications were reported.